Event description:
The pulse generator malfunctioned which resulted in two additional surgeries to correct the pulse generator. Attorney further alleges on all prior implants the device malfunctioned and was surgically replaced. No report of device explantation. A follow-up will be sent when additional info is received.